Manufacturer narrative:
Update (B)(6) 2025: thromboendarterectomy done ((B)(6)2025). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
During the index procedure two in.pact admiral balloons were used to treat the superficial femoral proximal, superficial femoral middle, superficial femoral distal. Approximately 24 months post procedure patient suffered re-occlusion of common femoral artery and arteria femoralis superficialis left. Re-occlusion of common femoral artery and arteria femoralis superficialis seen on duplex ultra-sound. Event became serious. Percutaneous transluminal angioplasty, is planned. Percutaneous transluminal angioplasty done). Early re-occlusion of common femoral artery and arteria femoralis superficialis seen on duplex ultra-sound again. Femoralis thrombendarteriectomy planned. Patient has not recovered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in.pact admiral balloons were used to treat the superficial femoral proximal, superficial femoral middle, superficial femoral distal. Approximately 24 months post procedure patient suffered re-occlusion of common femoral artery and arteria femoralis superficialis left. Re-occlusion of common femoral artery and arteria femoralis superficialis seen on duplex ultra-sound. Event became serious. Percutaneous transluminal angioplasty, is planned. Percutaneous transluminal angioplasty done). Early re-occlusion of common femoral artery and arteria femoralis superficialis seen on duplex ultra-sound again. Femoralis thrombendarteriectomy planned. Patient has not recovered.